Event description:
It was reported that the patient underwent an initial tka. Subsequently they had a revision approximately one month post-implantation due to loosening of the tibial component. There was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502006001, femoral component, (B)(6). 42512100416, articular surface, (B)(6). 42557000114, stem extension, (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a1; a3; b4; b7; b5; d2; d6; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.